Manufacturer narrative:
Additional, corrected and/or changed data: a.4, a.5, a.6.

Event description:
Patient reported "after the surgery, a routine ultrasound examination revealed a rupture of the right implant. I have experienced no trauma, falls, or any other circumstances that could have caused such damage", "free silicone above" confirmed via MRI. This record is for right side. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "after the surgery, a routine ultrasound examination revealed a rupture of the right implant. I have experienced no trauma, falls, or any other circumstances that could have caused such damage", "free silicone above" confirmed via MRI. This record is for right side. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "after the surgery, a routine ultrasound examination revealed a rupture of the right implant. I have experienced no trauma, falls, or any other circumstances that could have caused such damage", "free silicone above" confirmed via MRI. This record is for right side. Device has been explanted and replaced with another manufacturer¿s device.